Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this right atrial (ra) lead was surgically abandoned due to believed lead fracture, high impedance and intermittent loss of capture.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be fractured. The lead exhibited noise thus causing unnecessary atrial tachycardia response (atr) and causing the patient's heart to race. High pacing impedance measurements and poor morphology were also noted. This ra lead is scheduled to be changed in a month and for now the device was reprogrammed from dddr to ddir as the patient was having symptoms relating to the tracking of noise while trying to sleep. For now, the lead remains in service. No adverse patient effects were reported.